Event description:
While setting up for a total knee arthroplasty, rn opened a sealed package for a hover mat to place on the surgical bed per bariatric protocol. A stain was discovered on the patient's side of the hover mat, and it was immediately removed from the or. Staff notified the manager of a defect to the hover mat. The supply chain manager and the vendor confirmed the item was a reprocessed item. The vendor representative arrived at the office on [redacted] to see the product in person, agreed it was an unacceptable product and will escalate the issue up her chain of command for resolution.